Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Received via medwatch (mw5075168): additional information has been requested. File will be updated when information is received. All medwatch submissions related to this report are: 9610612-2018-00147.

Manufacturer narrative:
Related medwatch reports: 9610612-2018-00147. Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for the lot number (52127801) and found not to be according to specification. The device quality and manufacturing history records have been checked for all other lot numbers (52146331/52129597/52158619) and found to be according to specification, valid at the time of production. Similar incidents have been filed with products from the batch 52129597 (cc 400385046). No similar incidents have been filed with products from the other batches. Conclusion and root cause: no product available, and therefore an analysis is not possible, but based on the information available, the root cause of this failure is not product related. There is the possibility that the root cause of the problem is usage related or patient related. Rationale: according to the quality standard and DHR files, a material defect or production error can be excluded. Additionally, according to the quality coordinator in relaation ro the deviating component measure 19 +/- 0.1mm (52127801): "this is a typographical error. The parts are made by robotic handling overnight, so only a part is tested. Subsequently, a sample of 4 parts are tested on the measuring machine. Test reports indicate that the measure is within the specification." Unfortunately, due to a lack of data and without the product, we can not determine the exact cause. Corrective action: a product safety case was opened. Any action regarding CAPA will be addressed with this case. Corrected data: implant date added. Explant date added.

Manufacturer narrative:
Components in use listed as concomitant devices are: nx013z / as vega ps femoral comp.cemented f6n l; nn264z / as tibial obturator d14mm; nx140 / vega ps gliding surface t4/4+ 10mm; nn484 / columbus patella 3-pegs p4 36x10mm. Brand name :as vega ps femoral comp.cemented f6n l. Model and catalog #: nx057z. Expiration date: 05/31/2025. Concomitant medical products: added components age of device: 34 months PMA/510k: k101281

Event description:
Components in use listed as concomitant devices are: nx013z / as vega ps femoral comp.cemented f6n l; nn264z / as tibial obturator d14mm; nx140 / vega ps gliding surface t4/4+ 10mm; nn484 / columbus patella 3-pegs p4 36x10mm.

Event description:
Components in use listed as concomitant devices are: nx013z / as vega ps femoral comp. Cemented f6n l, nn264z / as tibial obturator d14mm, nx140 / vega ps gliding surface t4/4+ 10mm, nn484 / columbus patella 3-pegs p4 36x10mm.

Manufacturer narrative:
B5: components in use listed as concomitant devices are: nx013z / as vega ps femoral comp. Cemented f6n l, nn264z / as tibial obturator d14mm, nx140 / vega ps gliding surface t4/4+ 10mm, nn484 / columbus patella 3-pegs p4 36x10mm, d1: brand name: as vega ps femoral comp. Cemented f6n l. D4. Model and catalog # nx057z, expiration date: 05/31/2025. F9. Approximate age of device: 34 months. G5. PMA/510k#: k101281.